Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked 5.0, 65.0, and 66.5 cm from the proximal end and fractured approximately 69.0 cm from the proximal end; the embolization coil was intact with the pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed that the ruby coil pusher assembly was kinked and fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance damage such as a kink may occur. If an attempt to forcefully retract a kinked segment of the pusher assembly into the introducer sheath is made, the kinked region may become fractured. The od of the embolization coil was measured and found to be within specification. Evaluation of the px slim revealed that the strain relief was stretched. This type of damage typically occurs due to improper handling during use. If the device is withdrawn from the rotating hemostasis valve (rhv) without opening the valve, damage such as this may occur. A 0.025inch stainless steel mandrel was advanced through the px slim and out the distal tip without an issue. The od of the embolization coil was measured and found to be within specification. The root cause of the resistance mentioned in the complaint could not be determined. The foreign substance on the introducer sheath and px slim was likely contrast solution used during the procedure. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician felt resistance and was unable to advance the ruby coil out of the tip of the px slim delivery microcatheter (px slim). The physician made multiple attempts to reinsert the ruby coil but was unsuccessful and, therefore; removed the ruby coil. Upon removal of the ruby coil, the physician noted that the pusher assembly of the ruby coil became kinked at some point while attempting to advance the ruby coil. While attempting to resheath the ruby coil, the kink became fractured. The procedure was completed using the same px slim and additional ruby coils. In addition, the physician reported using a rotating hemostasis valve and maintaining continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2016-01382. Box 1. Adverse event and/or product problem.